Event description:
It was reported that death occurred.In (b)(6) 2024, the patient presented with unstable angina. Heparin or other antithrombotic medication was administered. The patient was on a prior regimen of Aspirin (>= 72 hours). The target lesion was located at distal left anterior descending artery (LAD) and was 32 mm long with a reference vessel diameter of 2.5 mm. Following pre-dilation using a 2.50 mm X 15 mm balloon, the lesion was successfully treated with a 2.50 mm X 40 mm Agent DCB device with 0% residual stenosis and TIMI flow 3. A lesion located at mid right coronary artery (RCA) was treated with a 3.50 mm x 20 mm Agent DCB device. The patient was discharged on Aspirin and Clopidogrel.In (b)(6) 2025, the patient expired due to unknown cause. It is not known if an autopsy was performed.It was further reported that during 2.50 mm x 40 mm Agent balloon inflation, myocardial staining was noted, which was most likely attributable to small vessel perforation. There was no evidence of free-flowing contrast or significant extravasation, and the staining remained stable throughout and after the procedure.It was further reported that the 2.50 x 40 mm Agent balloon was inflated once at 5 atm for 90 seconds. Twenty-four days later, pleuritic chest pain occurred. The patient was hospitalized and medication was given or the regiment was adjusted. The event was resolved two days later. Stent thrombosis was adjudicated pertaining to the death of unknown cause.

Manufacturer narrative:
Detailed product information was not provided to BSC. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) # and other specific product information.B2 Date of Death was estimated based on death reported as occurring in (b)(6) 2025.B2 Date of Death and H11 Additional Mfr Narrative: CorrectedInvestigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable conclusion code of 'Cause Not Established' based on the information available. The index procedure was performed in (b)(6) 2024 with no reported procedural complications. Additional information received noted that during the procedure myocardial staining was noted, which was most likely attributable to small vessel perforation. No device malfunction was reported which could have contributed to the complaint events. In (b)(6) 2025, the patient expired due to an unknown cause, however, stent thrombosis was adjudicated to be pertaining to the death. A review of the product IFU noted that the events of Death, Perforation, Thrombosis, and Chest Pain (captured under Pain (anginal, non-anginal) is listed as a known adverse event associated with device use.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
IT WAS REPORTED THAT DEATH OCCURRED. IN (B)(6) 2024, THE PATIENT PRESENTED WITH UNSTABLE ANGINA. HEPARIN OR OTHER ANTITHROMBOTIC MEDICATION WAS ADMINISTERED. THE PATIENT WAS ON A PRIOR REGIMEN OF ASPIRIN (>= 72 HOURS). THE TARGET LESION WAS LOCATED AT DISTAL LEFT ANTERIOR DESCENDING ARTERY (LAD) AND WAS 32 MM LONG WITH A REFERENCE VESSEL DIAMETER OF 2.5 MM. FOLLOWING PRE-DILATION USING A 2.50 MM X 15 MM BALLOON, THE LESION WAS SUCCESSFULLY TREATED WITH A 2.50 MM X 40 MM AGENT DCB DEVICE WITH 0% RESIDUAL STENOSIS AND TIMI FLOW 3. A LESION LOCATED AT MID RIGHT CORONARY ARTERY (RCA) WAS TREATED WITH A 3.50 MM X 20 MM AGENT DCB DEVICE. THE PATIENT WAS DISCHARGED ON ASPIRIN AND CLOPIDOGREL. IN (B)(6) 2025, THE PATIENT EXPIRED DUE TO UNKNOWN CAUSE. IT IS NOT KNOWN IF AN AUTOPSY WAS PERFORMED.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
IT WAS REPORTED THAT DEATH OCCURRED. IN (B)(6) 2024, THE PATIENT PRESENTED WITH UNSTABLE ANGINA. HEPARIN OR OTHER ANTITHROMBOTIC MEDICATION WAS ADMINISTERED. THE PATIENT WAS ON A PRIOR REGIMEN OF ASPIRIN (>= 72 HOURS). THE TARGET LESION WAS LOCATED AT DISTAL LEFT ANTERIOR DESCENDING ARTERY (LAD) AND WAS 32 MM LONG WITH A REFERENCE VESSEL DIAMETER OF 2.5 MM. FOLLOWING PRE-DILATION USING A 2.50 MM X 15 MM BALLOON, THE LESION WAS SUCCESSFULLY TREATED WITH A 2.50 MM X 40 MM AGENT DCB DEVICE WITH 0% RESIDUAL STENOSIS AND TIMI FLOW 3. A LESION LOCATED AT MID RIGHT CORONARY ARTERY (RCA) WAS TREATED WITH A 3.50 MM X 20 MM AGENT DCB DEVICE. THE PATIENT WAS DISCHARGED ON ASPIRIN AND CLOPIDOGREL. IN (B)(6) 2025, THE PATIENT EXPIRED DUE TO UNKNOWN CAUSE. IT IS NOT KNOWN IF AN AUTOPSY WAS PERFORMED. IT WAS FURTHER REPORTED THAT DURING 2.50 MM X 40 MM AGENT BALLOON INFLATION, MYOCARDIAL STAINING WAS NOTED, WHICH WAS MOST LIKELY ATTRIBUTABLE TO SMALL VESSEL PERFORATION. THERE WAS NO EVIDENCE OF FREE-FLOWING CONTRAST OR SIGNIFICANT EXTRAVASATION, AND THE STAINING REMAINED STABLE THROUGHOUT AND AFTER THE PROCEDURE.

Event description:
IT WAS REPORTED THAT DEATH OCCURRED. IN (B)(6) 2024, THE PATIENT PRESENTED WITH UNSTABLE ANGINA. HEPARIN OR OTHER ANTITHROMBOTIC MEDICATION WAS ADMINISTERED. THE PATIENT WAS ON A PRIOR REGIMEN OF ASPIRIN (>= 72 HOURS). THE TARGET LESION WAS LOCATED AT DISTAL LEFT ANTERIOR DESCENDING ARTERY (LAD) AND WAS 32 MM LONG WITH A REFERENCE VESSEL DIAMETER OF 2.5 MM. FOLLOWING PRE-DILATION USING A 2.50 MM X 15 MM BALLOON, THE LESION WAS SUCCESSFULLY TREATED WITH A 2.50 MM X 40 MM AGENT DCB DEVICE WITH 0% RESIDUAL STENOSIS AND TIMI FLOW 3. A LESION LOCATED AT MID RIGHT CORONARY ARTERY (RCA) WAS TREATED WITH A 3.50 MM X 20 MM AGENT DCB DEVICE. THE PATIENT WAS DISCHARGED ON ASPIRIN AND CLOPIDOGREL. IN (B)(6) 2025, THE PATIENT EXPIRED DUE TO UNKNOWN CAUSE. IT IS NOT KNOWN IF AN AUTOPSY WAS PERFORMED. IT WAS FURTHER REPORTED THAT DURING 2.50 MM X 40 MM AGENT BALLOON INFLATION, MYOCARDIAL STAINING WAS NOTED, WHICH WAS MOST LIKELY ATTRIBUTABLE TO SMALL VESSEL PERFORATION. THERE WAS NO EVIDENCE OF FREE-FLOWING CONTRAST OR SIGNIFICANT EXTRAVASATION, AND THE STAINING REMAINED STABLE THROUGHOUT AND AFTER THE PROCEDURE. IT WAS FURTHER REPORTED THAT THE 2.50 X 40 MM AGENT BALLOON WAS INFLATED ONCE AT 5 ATM FOR 90 SECONDS. TWENTY-FOUR DAYS LATER, PLEURITIC CHEST PAIN OCCURRED. THE PATIENT WAS HOSPITALIZED AND MEDICATION WAS GIVEN OR THE REGIMENT WAS ADJUSTED. THE EVENT WAS RESOLVED TWO DAYS LATER. STENT THROMBOSIS WAS ADJUDICATED PERTAINING TO THE DEATH OF UNKNOWN CAUSE.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION. B2. DATE OF DEATH WAS ESTIMATED BASED ON DEATH REPORTED AS OCCURRING IN (B)(6) 2025. B2. DATE OF DEATH AND H11 ADDITIONAL MFR NARRATIVE: CORRECTED.